Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14s crosser cto recanalization catheter was returned for evaluation. During the functional evaluation, the crosser was connected to the crosser generator and flowmate injector without issue. The device was activated and water was noted streaming from the catheter shaft. Under microscopic evaluation, a longitudinal rupture was noted to the catheter shaft. Based on the findings, the investigation is confirmed for the reported leak and the identified material split issues. A definitive root cause for the reported leak and the identified material split issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 10/2024),

Event description:
It was reported that after a recanalization procedure of chronic total occlusion in the superficial femoral artery via a contralateral approach, the device was allegedly found to be leaked from the central part of the shaft. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 10/2024).

Event description:
It was reported that after a recanalization procedure of chronic total occlusion in the superficial femoral artery via a contralateral approach, the device was allegedly found to be flushed from the central part of the shaft. There was no reported patient injury.